Manufacturer narrative:
Provided x-rays were reviewed and the complaint condition is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that on an unknown date, patient had follow up visit at the hospital. During the visit, it was discovered that six (6) weeks after the initial implant procedure, patient was cycling, and road into a hollow in the road. After that incident, patient had severe pain in the wrist. This could have cause the reported fracture.

Manufacturer narrative:
Patient age/date of birth and weight are unknown. Unknown when the device broke; it was discovered broken on (B)(6) 2016. This report is for an unknown va screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Exact part number is unknown; partial part number 04.210.1xx provided. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a fracture of the variable angle (va) screw at the plate junction was seen on post-operative x-rays during a follow-up consultation with the patient on (B)(6) 2016. The patient condition is stable so no revision was performed; the screw is still in the patient. Concomitant reported part: plate (part/lot unknown, quantity 1) this report is for an unknown va screw. This is report 1 of 1 for (B)(4).